Manufacturer narrative:
No product is being returned for eval and not lot number has been provided to the MFR. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.

Event description:
"The surgeon found a piece of rubber inside the pt's abdomen during the procedure. It was later found to be a piece of a septum torn off from the seal. The device was discarded by the hospital and was not able to be returned."